Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery (rca). A synergy¿ drug-eluting stent was implanted at the rca and another synergy¿ was deployed in the distal rca. Another synergy¿ drug-eluting stent was advanced but failed to cross the previously deployed synergy¿ stent at the distal rca. Upon pulling the synergy¿ stent back, the synergy¿stent got stuck on the previously implanted stent and it sheared off the balloon undeployed into the rca. Another guide wire was advanced and a balloon was used to crushed the un-deployed synergy¿ stent in the rca. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.